Event description:
Doctor implanted expired material into patient in 2008. The product was used 6 months past its expiration date of march 2008.

Manufacturer narrative:
Device has been implanted. Letter was sent in 2/2008 to distributor indicating expiry of the products in their possession. This lot number was included in that list.